Event description:
It was reported that the patient had an implant on (B)(6) 2012 on his left optic. Explant was carried out on (B)(6) 2012 due to a diagnosis of anisometropia. In addition, it was stated that there were no complications during the procedure as well as no incision enlargement.

Manufacturer narrative:
Intraocular lens. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). Visual inspection showed that the lens was received cut in half and was unable to perform a diopter measurement on the actual device. No optical deviations on the optics parts were found. It was stated that the lens passed all acceptance criteria for all tests performed and were within all specifications during the manufacturing process. Prior to release to market the intraocular lens met all manufacturing specifications. The device manufacturing records from the lot were reviewed and showed no deviations. Diopter measurement records from this particular lens was verified and shown to be within specifications. All pertinent information available to abbott medical optics has been submitted.